Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Blood glucose is 500 mg/dl when patient wakes up, 2.2 positive ketones. She then realized that infusion set tubing is broken in its closest point to the connection with the headset. No adverse event alleged. A request was made for the return of the device.